Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient's lead snapped (broke) upon removal. The lead was removed with the stylet. No injuries were reported and the patient recovered without sequelae.